Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis found out that only the stent delivery system was returned. The investigator was able to advance and retract the inner without issues during the product analysis. A visual and tactile examination found no kinks or damage along the devices outer sheath. No issues identified during the product analysis. The event was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the ascending colon during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat an 8 mm malignant stricture with 60% stenosis and a bend less than 45 degree. Reportedly, the patient¿s anatomy was moderately tortuous. During the procedure, the physician encountered some resistance advancing the stent through the patient anatomy; however, the stent was able to be deployed. On (B)(6) 2014, the physician noted that the stent was not fully expanded due to the compression of the tumor. The physician implanted a non-bsc stent within the wallflex enteral colonic stent to relieve the obstruction. On (B)(6) 2014, the physician performed a planned intestinal anastomosis to remove the stents and the tumor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the ascending colon during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat an 8 mm malignant stricture with 60% stenosis and a bend less than 45 degrees. Reportedly, the patient¿s anatomy was moderately tortuous. During the procedure, the physician encountered some resistance advancing the stent through the patient anatomy; however, the stent was able to be deployed. On (B)(6) 2014, the physician noted that the stent was not fully expanded due to the compression of the tumor. The physician implanted a non-bsc stent within the wallflex enteral colonic stent to relieve the obstruction. On (B)(6) 2014, the physician performed a planned intestinal anastomosis to remove the stents and the tumor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.